Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified fusion procedure using rhbmp-2/acs on an unknown date. Post-operatively, patient developed severe pain. Imaging studies ultimately showed that patient had developed uncontrolled bone growth and resulting nerve impingement at or near the implant site.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in (B)(6) 2011, the patient presented with neck and shoulder pain. On (B)(6) 2011, the patient underwent acdf at c3-4, c4-5, c5-6; an acdf using an auto and allograft; placed an anterior inter-body cage and placed cervical instrumentation at c3, c4, c5 and c6. The patient was implanted with rhbmp-2/acs. The patient followed up with the surgeon until (B)(6) 2012.